Event description:
The pt was hooked up a portable pump machine when chemo was found leaking from the needle. No other info provided.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.